Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
While attempting to insert the dilator after the needle, the tip of the dilator split. A new micro-puncture set was used to complete the procedure. No parts of the device remained inside of the patients body. No adverse events or additional procedures were associated with this event.